Event description:
Foley catheter malfunctioned (as evidenced by 300cc post-void residual) and balloon unable to be inflated or deflated for removal of catheter. Required surgical intervention to remove foley catheter.